Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that a patient experienced an inoperable ipg. The patient had an unrelated surgery and was unsure if the ipg was put into surgery mode. The patient underwent surgery and the ipg was replaced. Effective therapy was restored post operation.